Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4)

Event description:
Data was provided for evaluation but does not reflect the full investigation window. Confirmation of the reported event loss of connection could not be determined. The root cause could not be determined.